Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing during a sinus tachycardia episode. The clinic has now reprogrammed the shock zone settings. The physician is considering an ablation procedure for the patient. There were no additional adverse patient effects. The system remains implanted.